Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device does not provide defibrillation energy as expected. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative evaluated the customer¿s device and was able to duplicate and verify the reported issue. The root cause of the reported issue was determined to be due to the system pcb assembly. It was confirmed that the device cannot be repaired. The customer was provided with return/replacement options.